Event description:
Caller alleged discrepant precision results. Results as follows: date (B)(6) 2013, inratio: >7.5, repeat1: 2.4, repeat2: 2.5. Time between testing was reported as a few minutes between each test. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 7.5, 2nd inr = 2.4, 3rd inr = 2.5. Unable to perform precision analysis since one of the test results is not exact value. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. Customer was milking finger after fingerstick. This may affect normal sample flow, saturation and coagulation cascade. Thus, lead to unexpected inr result. In-house therapeutic donor testing has been performed on reported lot 291553 on (B)(6) 2013. Results as follows: donor (B)(6), inratio: 2.7, inratio: 2.9, inratio: 2.9, ref. 2.36, bias-thresh: 1.36 - 3.36, %cv: 4.08. Donor (B)(6), inratio: 3.2, inratio: 3.3, inratio: 3.4, ref: 2.97, bias-thresh: 1.97 - 3.97, %cv: 3.03. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Improper techniques were identified in the complaint. These could not ruled out as a cause of the unexpected results. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4) discrepant complaints have been reported for lot # 291553 yielding a complaint rate of (B)(4). This reaches the action threshold of (B)(4). Brick lot 281871 with strip code yj73g was split into two different lots: lot# 291553 into (B)(4) (smaller lot), lot# 291554 into (B)(4) (larger lot). In total, (B)(4) discrepant complaints have been reported for lot numbers 291553 and 291554 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), corrective action was not required.